Event description:
The rep states that the pt had an arthroscopic shoulder repair in 2007. The following day, an x-ray follow-up was performed, which revealed that the versalok anchor used for the soft tissue fixation had come completely out of the bone hole. 1 week later, a re-surgery was performed, the loose versalok anchor removed and in its' place, a mitek 5.0 fastin anchor was used for remedy.

Manufacturer narrative:
At this point in time very little is known about this adverse event. We are in the info gathering mode. When all of the info that can be had is had, and whatever eval conclusions result will be the subject of a follow-up report.